Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump suddenly stopped counterpulsation, began to drip alarm, a quick look at the cause, the screen flashes "main cpu obstacle", the screen power and helium continued to flash red, to confirm that the power supply is connected to the normal, and immediately turn off the power to restart is still the above state, the alarm screen continues to flash black. Repeatedly flashing black screen, after replacing the pump, the patient returned to a relatively stable state". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the pump suddenly stopped counterpulsation, began to drip alarm, a quick look at the cause, the screen flashes "main cpu obstacle", the screen power and helium continued to flash red, to confirm that the power supply is connected to the normal, and immediately turn off the power to restart is still the above state, the alarm screen continues to flash black. Repeatedly flashing black screen, after replacing the pump, the patient returned to a relatively stable state". The patient's current condition is reported as "fine".